Manufacturer narrative:
Patient weight is unknown. It is unknown when device broke. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a simple intertrochanteric fracture surgery on (B)(6) 2018, a 130-degree titanium (ti) cannulated trochanteric fixation nail advanced (tfna) and an unknown lag screw were inserted with proper placement. After the locking mechanism was engaged, the surgeon tried to rotate the lag screw inserted handle to make sure it was properly locked. It was then noticed that the handle continued to rotate. They removed the nail and replaced it with a new one. Upon inspection of the tfna nail that was removed, it was found that the tang of the locking mechanism had broken off, so it was not going to stop rotation. Fragments were generated from the broken device and were all removed easily without additional intervention. No other medical intervention required. X rays were taken to ensure that the broken piece was not left in the patient. The procedure was successfully completed with a ten-minute delay. Current patient status is unknown. Concomitant devices: lag screw (part: unknown, lot: unknown, quantity: 1), insertion handle (part: unknown, lot: unknown, quantity: 1). This report is for a 11mm/130 degree ti cannulated tfna 170mm ¿ sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted manufacturing location: monument manufacturing date: 27-jun-2018 expiration date: 31-may-2028 part number: 04.037.142s, 11mm/130 deg ti cann tfna 170mm/left- sterile lot number: h670392 (sterile) lot quantity (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) lppf rev d, lmd rev a was reviewed and determined to be conforming. Packaging bom was reviewed and all components issued met current defined requirements. Scn supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: 04.037.942.2, lock prong, 130 degree tfna, bp55 lot number: l885377, lot quantity: (B)(4): work order traveler met all inspection acceptance criteria. 04.037.912.4, wave spring, shim ended, bp55 lot number: h321099, lot quantity: (B)(4): work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley dated 06-apr-2018 were reviewed and determined to be conforming. 04.037.912.3, tfna lock drive, bp58 lot number: h609167, lot quantity: (B)(4): work order traveler met all inspection acceptance criteria. Inspection sheet, met all inspection acceptance criteria. 21127, timoagri16.00, bp80 lot number: h618214, lot quantity: (B)(4) lbs: certificate of analysis received from metalwerks dated 27-mar-2018 was reviewed and determined to be conforming. Lot summary report dated 12-apr-2018 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. H6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional information provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.